Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device 3325020 and lot 3861178, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Device history lot : a manufacturing record evaluation was performed for the finished device 3325020 and lot 3861178, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Event description:
Additional information received indicated that there was no consequence for the patient and no delay in the procedure. Affected side was right knee.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
For one patient the device was used on a thp on (B)(6) 2022 and the cement hardened too quickly (less than 5mins) and the cup did not hold and there is a thp revision on (B)(6) 2022. For the second patient, 3 cements were used on a ptg on (B)(6) 2022 and one of the cements hardened too quickly so one had to be remade. The complaints (B)(4) and (B)(4) are linked.